Event description:
Healthcare provider reported a right side rupture and capsular contracture baker grade IV. The device has been explanted.

Manufacturer narrative:
Surgery center phone: (B)(6). (B)(4). Device photo analysis: visual analysis of the photographs identified. Observed broken device and red particles in the shell. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode. A review of the device history record has been completed. No deviations or non-conformance's noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV and rupture.